Manufacturer narrative:
Additional information: patient information provided. Correction: UDI provided.

Manufacturer narrative:
It was inadvertently left off the initial MDR that the surgeon opted to complete the procedure without the use of the imaging system.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system beeped and that the generator bar on the pendant is disabled. Restarting the imaging system did not resolve the reported issue. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.